Event description:
The pt reportedly developed an infection following implantation surgery. The doctor drained the infection site and the pt was prescribed antibiotics (type unk) for 18 days. The pt's infection has not resolved. The pt's device was explanted.